Event description:
The manufacturer became aware that a user alleges while using a bi-level continuous positive airway pressure device that he felt could he not breathe and was unable to sleep. He then went to the hospital because of this and was admitted to the ICU. The user alleges that this admission was due to the bi-level continuous positive airway pressure device not functioning properly. The manufacturer's investigation us on-going. Upon completion of the investigation a follow-up report will be filed.

Manufacturer narrative:
This MDR is being submitted as part of a batch submission of previously closed complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review. The manufacturer previously reported a user alleging, while using a bi-level continuous positive airway pressure device that he felt could he not breathe and was unable to sleep. He then went to the hospital because of this and was admitted to the ICU. The user alleges that this admission was due to the bi-level continuous positive airway pressure device not functioning properly. The manufacturer received the bi-level positive airway pressure (bipap) device and the associated heated humidifier for evaluation. The devices functioned as designed and passed all testing. During the evaluation of the device at the manufacturer's product investigation laboratory, the external & internal inspections of the bipap & humidifier found evidence of tobacco/nicotine-like contaminants present in the devastation/humidifier airpath including the air inlet filters, blower assembly, & humidifier air inlet port. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer received the bi-level positive airway pressure (bipap) device and the associated heated humidifier for evaluation. The devices functioned as designed and passed all testing. After the initial report was filed, the durable medical equipment provider reported that the patient was now recanting his allegation that the device malfunctioned and caused his hospitalization. The philips respironics dreamstation systems deliver positive airway pressure therapy for the treatment of obstructive sleep apnea in spontaneously breathing patients weighing over 30 kg (66 lbs.). It is for use in the home or hospital/institutional environment. The user is cautioned "contact your health care professional if symptoms of sleep apnea recur. If you notice any unexplained changes in the performance of this device, if it is making unusual or harsh sounds, if it has been dropped or mishandled, if water is spilled into the enclosure, or if the enclosure is broken, disconnect the power cord and discontinue use. Contact your home care provider." This is not a life support device. Based on the information available the manufacturer concludes that the device did not cause or contribute to the event, and no further action is necessary.